Manufacturer narrative:
H6 (annex e): pneumomediastinum. Correction: h6 (annex e), h6 (annex f). Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 02 oct 2024. The reporter was not present at the procedure. The therapist indicated the provider had a difficult time. The provider performing the procedure indicated he was concerned about the texture of the device but did not indicate a fault of the device.

Manufacturer narrative:
D3: country: united states, g1: contact office country: united states, g1: manufacturing site country: united states. Investigation ¿ evaluation: cook was notified of feedback from a physician regarding the blue rhino dilator of a blue rhino g2-multi percutaneous tracheostomy introducer. The physician stated that the new textured obturator "sticks." It was reported that the physician providing feedback had not seen the product and was accustomed to the previous product. The patient had a pneumomediastinum but required no intervention and was discharged from the hospital. It is unknown if the patient experienced any adverse effects as a result of the dilator being difficult to advance. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: instructions for use tracheostomy procedure 13. Activate the hydrophilic coating by immersing the distal end of the blue rhino g2-multi dilator in sterile water or saline.¿ evidence gathered upon review of dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: respiratory care services systems director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of feedback from a physician regarding the blue rhino dilator of a blue rhino g2-multi percutaneous tracheostomy introducer. The physician stated that the new textured obturator "sticks." It was reported that the physician providing feedback had not seen the product and was accustomed to the previous product. The patient had a pneumomediastinum, but required no intervention and was discharged from the hospital. It is unknown if the patient experienced any adverse effects as a result of the dilator being difficult to advance. Additional information regarding the event and patient outcome has been requested but is currently unavailable.